Manufacturer narrative:
Patient's age was not provided. (B)(4). Approximate age of device- 4 months. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient has experienced 3 no external power alarms at varying times of the day. The patient stated not completely losing power to the system controller at the logged times. During the analysis, the manufacturer's technical service representative observed the no external power alarms that occurred both on battery and mobile power unit (mpu). The ones on battery seemed to be an issue with the battery clips. It was recommended to clean the battery clips and the battery terminals. The one on the mpu seemed to be an issue with the power cord coming loose. There were no other unusual events seen within the log file. No additional information was provided.